Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification. Analysis also found the battery drawer was broken, the battery contacts were compressed, and the battery release was contaminated. Upper case, lower case, and the ring cover were broken and contaminated. Bail covers, bails, and the ring were missing. It was noted the keyboard was scratched. (B)(4).